Event description:
It was reported a 6f angio-seal vascular closure device was used to seal the arteriotomy site post percutaneous intervential bilateral renal stent procedure.three days later the patient experienced a red rash and itching all over the body.the patient went to the emergency room and was given medicatiion (type and dosage unk) to relieve the stated "allergic reaction" by the doctor in the emergency room.the redness had diminished,however,the itching was still present.the patient was instructed to follow-up with the procedural physician.